Manufacturer narrative:
Correction in b5: event description has been updated. H6: previously applied code of imdrf annex d, d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, intra-operatively during endoscopic sinus surgery, the metal part of the outer tube of the relevant bur was deformed and damaged, so its use was discontinued. A fragment became dislodged. The metal part of the outer tube near the tip was damaged and broke off. The procedure was completed with back-up device. There was no patient impact.

Manufacturer narrative:
H3: product analysis found that the device and an open pouch were returned in a (triple) resealable bag. The pouch was open from 3 of 4 sides when returned. There were traces of contamination observed on the irrigation port. Upon return, there was no damage noted to the inner hub or the outer hub. However, it was observed that the distal end of the outer tube was damaged/broken. The functional testing was not performed due to damaged condition of the device upon return. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, intra-operatively during endoscopic sinus surgery, the metal part of the outer tube of the relevant bur was deformed and damaged, so its use was discontinued. A fragment became dislodged. The metal part of the outer tube near the tip was damaged and broke off. There was no patient impact.